Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the manufacturer on 9/21/2017 and the evaluation is currently underway. There is no indication per review of the patient's download flag files at this time of any device malfunction that caused or contributed to the patient's passing. Manufacture dates: monitor: 11/14/2014. Electrode belt: 8/20/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, the patient was treated by the lifevest. The patient was reportedly at home and using the restroom at the time of the event. At 15:08:39, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf). The post-shock rhythm was asystole with pacemaker spikes. The patient's son reportedly called ems, who initiated CPR. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.